Event description:
It was reported by the risk manager, the er320 was used in a laparoscopic cholecystectomy. Postoperatively an endoscopic retrograde choliangio pancreatography with stent had to be done resulting in extended hospital stay. The sales rep was notified to follow up. 4/20/1998 the rep stated after speaking with source the patient received a cbd stent, or re-stent several days post-op.